Manufacturer narrative:
Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a tego¿ connector that experienced breakage. Reported problem: unable to inject citrate locking solution since membrane was torn; he explained that upon end of treatment with the freshly installed tego on (B)(6), catheter flushing with ns went well, but user was then unable to inject citrate locking solution. Membrane on the brand-new tego was discovered to be torn but was normal when installed a few hours earlier. No adverse event other than treatment delay due to unplanned tego replacement. The defect was detected prior to use, there was no blood loss (considered clinically significant), no serious injury or property damage, no medical or surgical intervention was required, the patient returned to baseline, the device was replaced with no further problems. There are 2 samples available to return for testing. There was patient involvement and no patient harm.

Manufacturer narrative:
Additional d9 section received three (3) used list# d1000 tego¿ connector. Seal was observed to be damaged, with no damage observed to the post and top rim of the three samples. The complaint of "unable to inject citrate locking solution since membrane was torn" can be confirmed due to the torn seal. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process. Lot history review was performed and no relevant nonconformities were found that would have led to the reported complaint.